Event description:
If the pump is shut off using only the main control knob on the eighth or eleventh cycle, it does not go into the parked position to shut off the flow of the IV solution allowing free flow. The operator's manual does suggest using a clamp when the pump is shut off, but it is common practice not to clamp the tubing. The rptr stated that the problem occurs to the pumps in solid outside cases; the split cases are not affected. The MFR told the rptr that it could not duplicate the problem.